Manufacturer narrative:
This follow-up is being submitted to relay additional information. No product was returned, or pictures provided; therefore, visual and dimensional evaluations could not be performed. Medical records were not provided. Device history record (DHR) was reviewed for deviations and/ or anomalies with no related deviations / anomalies identified. Review of the case information by a health care professional indicated the standard of care for this type of fracture would be a 4.5mm plate, but a 3.5mm plate was used in this case. However, with the information provided a definitive root cause cannot be determined. If any further information is received which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Cmp-(B)(4). G2: china. H3: customer has indicated that the product will not be returned to zimmer biomet for investigation, as it was not returned by patient. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. H3 other text : not returned by patient.

Event description:
It was reported that the patient had an initial surgery approximately 3 years ago. Subsequently the patient had a revision due to implant plate fracture about 1 year later. Attempts have been made and there is no further information at this time.